Event description:
Report received that alleges an adverse pt event while the device was in use. The contact reported that pca therapy was initiated in 10/2001 in the obstetrics unit with unspecified programming parameters. At 2045, new orders were received from the md. The pump was re-programmed to deliver dilaudid 0.2mg/ml in the pca+continuous mode, with a 0.4mg/hr continuous rate, a 0.4mg pca dose, a 15min pt lockout, & no 4hr limit. The contact indicated that at 0400 the next day, the rn found the "pt breathing with a respiration rate of 12, but unresponsive, pca pump turned off & called for assistance. Nailbeds noted to be blue in color, skin cool. Pt immediately ventilated with bag & mask on 100% fio2, o2 saturation increased from 51% to 77% with bagging by nurse." At 0402, the pt was treated with 1 mg of narcan ivp. At 0415, the md performed "rapid pt sequence intubation after no response to narcan 2mg IV, copious secretions post-intubation, concerns for aspiration." The md's diagnosis was, "coma secondary to analgesia with possible aspiration." The pt was transferred to ICU & placed on a ventilator. The contact reported the pt's blood narcotic level was never tested. The pt was reportedly discharged from the hosp to a brain injury facility in december of 2001 with alleged "catastrophic brain damage." The pt was discharged to home on an unspecified date & is currently "wheelchair bound with no function to the right side of body." The contact indicated that they have "never looked at this as a machine malfunction," the device "worked exactly as it is supposed to." Though requested, no additional info was provided.